Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity des was attempted to be used to treat a mildly tortuous, severely calcified lesion with 99% stenosis in the mammary graft. There was no damage noted to the device packaging and no issues were noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed using a non-medtronic device. No patient injury reported. It was stated that the event was due to use of the device in a difficult lesion morphology/anatomy and was procedure related.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Images show a mildly tortuous, severely calcified lesion. A number of devices can be seen being used during the procedure and they show stents being deployed. The images do not show the attempted delivery and withdrawal without deployment of a stent. Therefore, the root cause of the reported stent deformation occurring in vivo during positioning/advancement cannot be determined from the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.